Manufacturer narrative:
PMA/510(k) # k163018. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4), (B)(4), (B)(4) and (B)(4). Lab evaluation ¿ n/a. Document review: prior to distribution all zilbs devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0065) lists the following precaution: ¿the stent must be placed under fluoroscopic monitoring¿. There is evidence to suggest the user did not follow the IFU. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of the user not reading or following the IFU has been concluded. From the information provided the stent was placed without fluoroscopic monitoring in 01 patient. As per the IFU precautions ¿the stent must be placed under fluoroscopic monitoring¿. Summary: the complaint is confirmed based on customer testimony. The complaint was raised from the observational post-market clinical study ¿zilver 635 biliary stent (zilbs)¿. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 23-feb-2023.

Event description:
Supplemental report is being submitted due to the final (B)(4) pmcf report received on (B)(6) 2024 and the re-completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
PMA/510(k) # k163018. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation ¿ n/a. Document review: prior to distribution all zilbs devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0065) lists the following precaution: ¿the stent must be placed under fluoroscopic monitoring¿. There is evidence to suggest the user did not follow the IFU. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of the user not reading or following the IFU has been concluded. From the information provided the stent was placed without fluoroscopic monitoring in 03 patients. As per the IFU precautions ¿the stent must be placed under fluoroscopic monitoring¿. Summary: the complaint is confirmed based on customer testimony. The complaint was raised from the observational post-market clinical study ¿ zilver 635® biliary stent (zilbs) - (B)(4) final report¿. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Global clinical number: MDR-20102. Title of clinical study: progress report for period 05-jul-2022 ¿ 20-oct-2022. Device name: zilver 635® biliary stent (zilbs). The aim of this post-market clinical follow-up (pmcf) study is to confirm the long-term performance and safety of the biliary stent and to assess if the benefit-risk ratio remains favorable in the long-term. This study is a retrospective, observational, multi-center, post-market study collecting data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent stent placement with the biliary stent from calendar year 2014 through 2019 at participating clinical sites in the united states of america (USA). A total of 39 patient datasets from two clinical sites were entered during the period of data summary. This progress report includes study data for the 39 patient datasets as available through 20-oct-2022. A total of 46 biliary stents were placed in 39 patients. The most frequently used stents were the zilbs-635-6-8 (16 stents). MDR-20102 - no fluoroscopic monitoring used 2.6% (1/39). As per ifu0065-4 the stent must be placed under fluoroscopic monitoring. No adverse effects to the patient reported.

Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.